Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge alarm 19 during basal delivery. Reportedly, the customer's blood glucose (bg) level was 280 mg/dl. The customer changed the cartridge and successfully resumed insulin delivery to address high bg level.